Event description:
Infusion nurse was inserting the bard midline catheter as a PICC line into the right median cephalic vein and achieved immediate blood return. The guidewire advanced smoothly and without resistance. The catheter was then advanced an upon advancing it appeared to buckle as seen on u/s. The procedure was aborted and the device was removed. Upon inspection of the device approx 4 cm appeared to be missing from the catheter. X-ray of the arm confirmed the presence of a possible catheter ligament. Under local anesthesia, the physician made an incision and removed the remainder of the catheter from the pt's arm. The pt did fine. No further problems were noted on his arm. (B)(4).

Manufacturer narrative:
The device has not been returned to the MFR, at this time for eval. A lot history review (lhr) of rewj1625 showed no other similar product complaint(s) from this lot number.